Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a unspecified trifuse clave where it was reported the device had leaking at a microclave. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
Received one used list# unknown, trifuse clave; lot# unknown --> one used list# unknown, micro clave; lot# unknown the tubing was observed to be separated from the trifuse. The reported complaint of a leak could be confirmed. The returned sample was found to be disconnected at the tubing and the trifuse set. The probable cause of the disconnection and leak is from insufficient solvent coverage during assembly. A device history lot number review could not be conducted because no lot number(s) was/were identified.